Event description:
Caller reported that pump battery depleted too fast beginning about four weeks ago. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.